Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a stapled prolapsectomy procedure, surgeon reports that during the operation, when he tried to fire the trigger, he noticed a higher resistance than normal. Then when the device was retrieved, surgeon noted that the staple line and the cut line were incomplete. So the surgeon completed the operation with a manual anastomosis. There were no adverse consequences for the patient.